Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer alleged that the pump did not calculate and deliver an accurate bolus dosage. Review of pump data by tandem technical support confirmed that user had stopped the bolus prior to completion. No alarms were found in pump history that would have stopped bolus delivery. Customer's pump settings were reviewed and all settings were confirmed to be entered correctly. Tandem technical support assisted customer with re-entering blood glucose (bg) value into the bolus screen and selecting "yes" when given the option to add the correction amount. Customer reported that the pump was calculating correctly. Customer stated that she may have accidentally declined the correction amount and that she may have accidentally stopped the last bolus. Customer's bg value was impacted (432 mg/dl). Customer treated elevated bg level with a manual injection. Customer required no further assistance.